Event description:
Bag broke at the seam when surgeon was retrieving tissue through the chest wall.

Manufacturer narrative:
The event extended the procedure. No injury to the pt was reported. The complaint sample returned to anchor products was incomplete as the bag was missing from the unit. Anchor's investigation could not confirm the cause of the incident.